Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient leads are fractured. Reportedly the issue was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating the issue began following a fall. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2022 wherein an additional lead was added to the system to resolve the ineffective therapy. During procedure there were no indications of fracture on the lead.